Manufacturer narrative:
Additional mfg narrative of initial MFR report # 0003015876-2024-02244 states: stryker evaluated the customer¿s device and verified the reported issue. However, the event code was not repeatable. Stryker replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Additional mfg narrative of initial MFR report # 0003015876-2024-02244 should state: stryker evaluated the customer¿s device and verified the reported issue. However, the event code was not repeatable. Stryker replaced the therapy pcb assembly as a precaution. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Additional information: stryker further evaluated the removed therapy pcb assembly and was unable to duplicate the reported issue.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device logged an event code in the device¿s memory that is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. However, the event code was not repeatable. Stryker replaced the therapy pcb assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use.